Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of prior coronary artery bypass grafting, known coronary artery disease, and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, staff described pink/red tinged urine. Echocardiography indicated a deep impella position. The care team repositioned the impella and observed improvement in urine color. Mean arterial pressures were also elevated at 113 and were being managed. Care and device management remained unchanged, and staff were satisfied with impella support. Care was later withdrawn and the patient expired. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, device position, hemodynamic instability, and critical illness. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage d.

Manufacturer narrative:
B5: added additional information. D4: added the UDI.

Event description:
The hematuria resolved after the care team reduced mean arterial pressure (map). The impella is not available; pump was removed and discarded independently.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details.

Event description:
Additional information received reporting the device was discarded.

Manufacturer narrative:
B5. Additional event description added. D4. Serial and primary UDI number corrected.